Manufacturer narrative:
Batch review performed on 14 december 2020: lot 1902500: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 14 december 2020: lot 186023: (B)(4) items manufactured and released on 13-nov-2018. Expiration date: 2023-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability on both knees. The surgeon performed a bilateral poly-swap and revised the right gmk-sphere tibial insert - flex s4r - 10mm to a gmk-sphere tibial insert - flex s4r - 14mm and the left sphere insert flex left 11mm s4 to a gmk-sphere tibial insert - flex s4l - 14mm, to give the patient more stability. The surgery was completed successfully, 1 year and 2 months after primary surgery.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: bilateral insert revision in tka 14 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.